Manufacturer narrative:
(B)(4).

Event description:
It was reported that a dependent patient presented to clinic, device could not be interrogated. Telemetry test failed multiple times. Patient reported to feel fatigue, shortness of breath and mid back non-radiating pain. Patient reported to have exposed to electro-magnetic interference while working with security camera. Manual remote transmission was suggested and performed, which reveled noise, oversensing on ventricular channel causing inhibition of pacing and noise on atrial channel. Device was explanted and replaced successfully due to inability to interrogate. Patient was stable before, during and after the procedure.

Manufacturer narrative:
The reported inability to communicate with the device was confirmed in the laboratory and was due to a voltage supply failure. The cause of the reported field event was a u2 ic failure.